Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have an upstream occlusion (uso) seal that was separating. After investigation the results indicated a reportable malfunction due to the separating uso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the uso seal, updated software, reset the unit to standard configuration, and performed downstream occlusion (dso)/uso sensor calibration. The pump passed all functional tests and performed as intended after repair.

Event description:
The customer returned the product for the turning on but requiring excessive force on the power button to do so, and during physical inspection it was found that the upstream occlusion (uso) seal was separated. After investigation the results indicated a reportable malfunction due to the separated uso seal. There was no patient involvement.